Manufacturer narrative:
Per good faith effort (gfe) response received 08oct2025, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The decision was made to not repair the device based on its age and hours of use. It was retired. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported that there was no patient involvement. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the unit display was very dim and could not be adjusted. The device has 1st generation (gen) liquid crystal display (lcd) and 3.00 software installed; requests part ID to resolve the reported problem. The rse advised customer to replace the user interface (ui) assembly with the 2nd gen lcd. Provided part ID for the repair. Device evaluation and repair are pending, and this investigation is ongoing.